Event description:
A pt reported experiencing inaccurate high results with a otb original meter. The pt's blood glucose results were 349mg/dl (meter), 239mg/dl (lab). Tests were done within 21-30 minutes with a difference of 64%. Pt did not experience any adverse events. No further info has been reported. Note - customer cleaning meter incorrectly. Also the meter and test strips does not match.